Event description:
Per the clinic, the patient reported pain around the implant site subsequent to undergoing an MRI on (B)(6) 2013, for abdominal pain not related to the implant. It was determined that the internal magnet had moved out of its pocket and the patient underwent a surgical procedure to reposition the magnet on (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Correction: the date of revision surgery to reposition the magnet was (B)(6) 2013; not (B)(6) 2013, as previously reported. This report is filed (B)(4). Implanted device remains.